Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the analyzer atrial channel and that the ventricular channel performance was also not optimal. It was determined on analysis that the programmer tested out of specification as it was identified that the analyzer had pin damaged. The analyzer was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was noise on the analyzer atrial channel and that the ventricular channel performance was also not optimal. It was not possible to remove the analyzer from the programmer. The analyzer has been returned for evaluation and subsequently tested out of specification during manufacturers evaluation. There was no patient involvement.